Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they are getting random discordant sodium (na) results since the clot check function was disconnected. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cse also observed that some patient samples are received and tested right away, without allowing particulate matter to settle. The cse made recommendations to the customer for appropriate sample handling. After evaluating the instrument, the cse replaced all integrated multi-sensor technology (imt) tubing, rotary valve x-seal, port drain assembly, valves on the imt pump panel, plunger tip, sample arm conduit assembly, cable adapter, and clog detect bypass tubing. The cse installed a new imt sensor and ran precision, quality controls and patient samples, resulting as acceptable. The cause of the discordant na results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension exl 200 instrument. The results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.